Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system used. The information for the other advantage system used was not provided and so there will not be a separate report for that device.

Event description:
Reporter alleged the customer obtained a result of 67 mg/dl on her aviva system compared back to back with a result of 116 mg/dl on a friend's unknown advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.